Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was bothered at the ins site, and the hcp suspected the culprit to be the plastic boot between the lead extension and the ipg. The hcp thought that this little piece has flipped into a position that was causing ongoing irritation and skin erosion, noting that it was prominent and irritating. The patient indicated they wanted a quick surgery to be performed to resolve the issue. No further complications were reported as a result of this event. Additional information was received from the hcp via the rep stating there was no evidence that there was a problem with the boot per se based on the operative experience. After the ins was placed in a deeper pocket, no protrusion of extension lead was noted. Additional information was received from the hcp via the rep stating they did not think the ins shifted, it just needed to be placed deeper.

Event description:
Additional information was received from the hcp stating the revision surgery occurred (B)(6) 2019. No additional procedures/interventions were scheduled. It was also noted there was no actual indication the plastic boot actually flipped or was the source of the irritation. It seemed more likely the primary issue was the orientation of the ins and the depth of the pocket. The only revisions made during the surgery were to deepen the subdermal pocket and reorient the ins so that the connection point of the wires to the ins was not protruding. This seemed to have remedied the issue without having to disconnect/reconnect or repair/replace any wires, boots, or other pieces of the device.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type unknown. If information is provided in the future, a supplemental report will be issued.